Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "there is no needle in the product, or the pack lot number and the lot number in the pack are different." * how many devices demonstrated the alleged deficiency? (How many didnt have a needle and how many had a different lot number?) * are there photos available of the lot discrepancies? * what lot number was found in the pack instead of uebdcqw0? * were there any patient consequences? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) * please perform and document the follow-up attempt for product return.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Prior to a procedure, it was noted that the pack lot number and the lot number in the pack were different. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/6/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One empty foil, one paper lid and one empty winding former were received for analysis. Upon visual analysis of the returned sample, it was observed that the needle-suture combination was missing, and there was evidence of damage outside the slot, indicating that the needle was improperly placed in the slot of the winding former. Based on the information currently available, the empty primary packet was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Four unused open samples were received for analysis. During the visual inspection of the samples the paper lid was removed from the trays and it was observed that each packet contained one strand single-armed, this is according to the requirements for product code v4960h. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/2/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h3 investigational summary submitted in follow up 1. H3 investigational summary: thirteen unopened samples were received for analysis. After the initial inspection of the returned samples, it was noted a discrepancy between the print lot number from foil packet and paper lid. In the foil it lot number is uebdcqw8, while on the paper lid is uebdcqw0. Due to the mismatch observed in the lot numbers, a further investigation was performed to determine if the complaint represent a defect and it was concluded that during the manufacturing of the product, the work order was reworked, which is indicated by ¿8¿ instead of ¿0¿ in the lot number. Therefore, the labeling is according to the specification. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was conforming to the specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One empty foil, one paper lid and one empty winding former were received for analysis. Upon visual analysis of the returned sample, it was observed that the needle-suture combination was missing, and there was evidence of damage outside the slot, indicating that the needle was improperly placed in the slot of the winding former. Based on the information currently available, the empty primary packet was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.